Event description:
It was reported that the defibrillator had an ¿alarm and electric shock fail¿. Further information was provided that it cannot pass the operational check in defib. There was reportedly no patient involvement.